Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was unresponsive and the pump was unable to scroll between screens after water exposure. The patient noted evidence of moisture under the screen. The patient denied any damage to the keypad. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
This initial report was submitted in error and is a duplicate of MDR 2531779-2012-09919. Please disregard this report.